Event description:
C-arm was brought to operating room (or) for hip images during hip open reduction and internal fixation (orif). When it was rotated to obtain lateral images, blood started dripping onto the floor from the c-arm. There had been no blood visible on the c-arm - it became visible when it was rotated.